Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
On (B)(6) 2016, the patent underwent a trial procedure. Prior to implanting the lead intended for use, the patient experienced cerebrospinal fluid leakage. In turn, a blood patch was performed and the procedure was abandoned.